Event description:
It was reported that after inserting spacer, dr (B)(6) noticed the wire was exposed, insert was removed and a new one was inserted.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.